Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins) for crps and spinal pain. It was reported that she thought she had wound dehiscence and somewhat painful dysesthesia that has been present since implant. The patient met with her surgeon for evaluation of the wound. Antibiotics were given to resolve the issue. The current status of the wound is unknown.